Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this repair. The batteries were replaced, arterial probe cable was broken and was replaced and software was updated to version 04.02.00. The unit was tested per the service protocol and passed all tests. (B)(4).

Event description:
On (B)(6) 2012 at (B)(6), it was reported that the bmu-40 serial number(sn): (B)(4) was not operational any more. On startup there were two errors observed: 'arterial measuring head not connected' when it was connected and 'venous measuring head cannot be initialized'. Both arterial and venous heads were cleaned but that did not resolve the issue. Customer indicated that it could be a potential software issue. (B)(4).